Event description:
It was reported that the ipg had become more difficult to charge and the patient had to charge it often. The patient underwent an ipg replacement procedure where in a non-rechargeable and MRI compatible device was implanted. The patient was doing well postoperatively and the explanted device was not returned.